Manufacturer narrative:
Previously it was reported that, a ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's interface board and system board were replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.